Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right atrial (ra) lead, diminished sensing and high thresholds were observed in multiple locations. It was noted that the ra lead was very difficult to handle and position during implantation. The ra lead was not used. No patient complications have been reported as a result of this event.